Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of the cecum with terminal ileum, at the time of initial firing, the powered handle did not fire properly on the visceral. The cartridge was checked, and the staples on the distal end remained without forming b shape. There was no bleeding, but full-thickness closure (manual suture) was provided to the target tissue. At the time of firing, the firing mode switched to slow mode, although the tissue was not particularly thick. Also, the alice forceps and tweezers did not have particular damage when inspected post operation. The procedure was complete with manual suturing. The surgical time was extended by more than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.